Event description:
Per the clinic, the patient experienced poor performance with the device. Subsequently, the patient underwent revision surgery on (B)(6) 2024, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the internal magnet was removed.